Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's daughter that the patient was shocked 13 times. The patient went to the hospital and defibrillation therapy was turned off. It was noted that the shocks were appropriate. However, the caller requested a copy of the report to confirm the shocks were appropriate. The caller stated that as a result of the shocks the patient was paralyzed from the waist to the knees. Approximately 2 weeks later, the patient had a heart attack and 911 was called. The patient was hospitalized for pneumonia and subsequently died. The caller alleged the device contributed to the death of the patient. No additional information is available.